Event description:
Additional information received from the patient reported that their stimulation device was not working. The patient was looking for a new doctor at the time of the report.

Event description:
It was reported that the patient¿s lower part of their back could make them scream in pain. The manufacturer¿s representatives (rep) always helped her when she need help to set the device so the pain could stop and an appointment was arranged on (B)(6). It was noted that in (B)(6) the top of the patient¿s back was hurting so she got a hospital bed and then the top of her back quit hurting. It was noted the top of her back had a prior condition from a back surgery of rods and bolts that took place on (B)(6) 2014 that caused the patient to not be able to sleep on her back. This issue had nothing to do with the physician or the implantable neurostimulator (ins). When the patient was asked if stimulation covered that area the patient stated it wasn¿t working and she wasn¿t sure if it was stress or if the patient needed help turning the stimulation on/off. Every time she put adaptivestim on her lower back it didn¿t help but her legs just shook. It felt like someone was grabbing both sides of her body and squeezing to death which all started in (B)(6) 2015. Even if stimulation was decreased she would still shake. The patient stated when she recharged her back ironically the pain would go away since (B)(6) 2015. When asked if she had any falls or trauma in the last week the patient stated she had a muscle spasm in her back on (B)(6) and tried to get up off the couch and fell. She had a little bit of the symptoms before the fall but it seemed to get worse after the fall. The patient was walked through how to turn stimulation off during the call and stated that this had taken care of the issue of the overstimulation and she didn¿t have the shaking her legs and stuff and didn¿t ¿feel like a piece of bacon in a frying pan.¿ the patient stated she turned down the settings with the patient programmer (pp) and it didn¿t stop the shaking and side effects but now that stimulation was off it was better. The patient was redirected to their healthcare provider (hcp). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).